Manufacturer narrative:
Nine samples were provided to our quality team for investigation. All samples were tested with no leakage observed on any of the samples received. The condition observed is acceptable per product specification. The reported defect was not identified in the samples received, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 4222762. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material#: 309605, batch#: 4222762. It was reported that the bd luer-lok had leakage past the stopper. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. (B)(6). Leaking at the back of the plunger. 309605 lot 4222762 total of 18. 305617 lot 4278835 total 17. 309680 lot 1242178 total 4. Xxx. Has samples available for investigation please send package the syringes has medication in them. Additional information provided: 1. Once received the shipping kit please return the sample for investigation. 2. Could you please confirm how many occurred with reported lot 4222762 and how many occurred with unknown lot. 3. Regarding #4 and #1 from three other separate batches over the time period of (B)(6) 2024 (unknown exact dates). Could you please verify which material number these align with since the original complaint had 3 material numbers. 4. In below stated three other separate batches if possible, kindly provide the separate batch numbers. All (total of 18) of the defective 10 ml syringes from ref 309605 were from the same lot. However they were not all compounded on the same day. All were from lot 4222762 exp: 7/31/2029. Thirteen of the 18 were compounded on (B)(6) 2024. The last five of the 18 were compounded in different batches sometime between (B)(6) 2024. I also since received an additional five 10 ml syringes (ref (B)(4) from a different lot: lot: 4241623 exp: 7/31/2029. I have included these in the package I sent you.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.